Event description:
Technician reports no alarm at the end of home infusion in 2002. Syringe was 60cc, setting was on low. Volume to be infused was 50cc of vancomycin. No pt injury or medical interventions was reported.